Event description:
Per the clinic, the patient experienced hematoma around the skin flap on (B)(6) 2024. Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported) and underwent drainage of the hematoma under local anaesthetic (date not reported). The implanted device remains.